Event description:
The customer reported that the system shut down and failed to re-boot to a usable state. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The fse observed that the system was running warm and cleaned dust from inside of the system. The system software and calibrations were evaluated and reloaded. The system was tested and found to be working as intended and returned to service.